Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump had been turned off for 1 month, and upon turning the pump back on the pump date was inaccurate. Customer's blood glucose level was not impacted. The customer successfully adjusted the pump date to be accurate.